Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that an image became shaky because communication failure occurred due to a faulty cable connector. As to the cause of the faulty cable connector, it was likely that the cable connector was damaged due to dropping or hitting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: found a cracked plug unit/video connector and separation of the lens of imaging unit / charged coupled device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during an unspecified procedure, the image was shaky and it looked like the image was bouncy on the hd camera head. There were no reports of patient harm associated with this event.